Event description:
The customer contact reported the device fell off an IV pole and came in contact with the patient's foot. On an unspecified date and time, the pump "dropped on the patient's foot" while the patient was ambulating. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service. During a visual inspection at the user facility, it was noted that one of the pole clamp screws was missing and two screws were loose. The customer contact stated "the screws were loose due to normal wear and tear" and caused the pump to fall. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.